Event description:
It was reported that the patient heard the pump beeping and when checked the pump was giving a message that a bolus was being delivered. The pump history indicated that zero unit boluses were being programmed. No insulin was delivered. This report is being made due to zero unit boluses being programmed on their own.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be responding appropriately; there were no hypersensitive buttons. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully from the pump; a 10 unit normal bolus was also performed successfully from the meter. All boluses were recorded accurately in the pump history. The keypad was removed and no button contact defects were found.